Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a follow up loss of capture as noted when it comes to this right ventricular (rv) lead and pacemaker. No asystole for greater than two seconds was noted and no patient symptoms were noted. A replacement of the rv lead was scheduled. Imaging done did not show any abnormalities of the rv lead. A revision took place and the rv lead was explanted and will be returned. No adverse patient effects were reported.